Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels increased to 31¿mmol/l (558¿mg/dl) after wearing the pod for approximately 37 to 48 hours. The pink slide was confirmed to have advanced. It was further reported that the patient was using the pod with a non-approved insulin (fiasp). Upon removal of the pod, the cannula was visible and found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Additionally, we are unable to determine if the off-label use contributed to the reported issue. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.